Event description:
It was reported that when the intra-aortic balloon (iab) was being used, the staff noted that the balloon was blocked, and the guide wire could not pass. As a result, the iab was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that "the guide wire could not pass" is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found kinked and resistance was noted upon passing the guidewire through the central lumen. The root cause of the kinked central lumen is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was being used, the staff noted that the balloon was blocked, and the guide wire could not pass. As a result, the iab was replaced. There was no report of patient complications, serious injury or death.